Event description:
Two balloons ruptured during a common iliac dilatation prior to stent placement of an extremely calcified lesion. Another balloon catheter was used and the procedure was successfully completed without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co's follow up indicated these devices were used in a calcified lesion, co believes this contributed to this event and does not attribute it to the devices. However, without evaluation of the devices, co is unable to determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic. Vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."